Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation no autoart responses could be obtained and the user was not able to hear with the device. An x-ray image taken on (B)(6) 2021 confirms that the electrode array had migrated. A revision surgery was completed on (B)(6) 2021.

Manufacturer narrative:
Conclusion: according to the information received from the field the implant housing migrated from its intended position. Further the electrode array migrated completely out of cochlea. A revision surgery was performed successfully. The housing was re-positioned, and the electrode array was re-inserted in the cochlea. The device remains implanted and in use. This is a final report.

Event description:
At activation no autoart responses could be obtained and the user was not able to hear with the device. An x-ray image taken on (B)(6) 2021 confirms that the electrode array had migrated. The implant housing had also migrated. It had moved up and backwards which is assumed to be the cause of the migrated electrode. A revision surgery was completed on (B)(6) 2021.